Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted yesterday, initially displayed normal threshold and impedance measurements through the pacing system analyzer. After defibrillation testing the measurements increased, however were not out of range. Now the mesurements are out of range.